Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, the balloon burst occurred. The lesion was calcified and located in the mid left anterior descending artery. On the first inflation, the 2.5x20mm maverick2 monorail balloon burst at 4 atmospheres. The balloon was removed intact. The procedure was completed with a different device. The patient status is stable with no complications reported.